Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. Reportedly, the customer ate glucose tablets and drank orange juice and bg level returned to target range. Troubleshooting did not occur with tandem&#38112;technical support as the alleged issue occurred in the past.